Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon, reflux, pressure-flow, and pre-implantation testing. The returned valve did not meet the requirements for leak testing due to a tear observed in the top of the reservoir. It is unknown how or when this damage occurred. The IFU caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ the IFU also caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, or crushing of components.¿ all valves are 100% tested at the time of manufacture. Approximately 91 cm of the catheter was returned. The returned catheter was patent and met the requirements for leak testing. All catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the event was unknown, but the doctor thought the valve may have been blocked.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after implant, the device was repeatedly adjusted, however the effect was ¿poor.¿ the doctor reportedly thought there was a problem with the device. The device was replaced and there was no injury to the patient.